Event description:
It was reported that catheter issue occurred. The opticross 6 hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, catheter twisting occurred. The procedure was completed with another of same device. There was no patient injury.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed the imaging window was twisted.

Event description:
It was reported that catheter issue occurred. The opticross 6 hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, catheter twisting occurred. The procedure was completed with another of same device. There was no patient injury.